Manufacturer narrative:
Concomitant medical products: model: lda220q, competitor lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead of a competitors cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to an infection. The entire crt-d system was extracted. No further patient complications have been reported as a result of this event.